Event description:
Reportedly, while attempting to use the instrument, the clip did not form properly and fell into patient's abdomen. The surgeon was unable to locate the clip. The surgeon re-loaded the device with another disposable loading unit and continued the procedure. No reported patient injury.